Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: laparoscopy. According to the reporter: reporter stated on insertion of the cannula the plastic split leaving a shard of plastic wedged in the pt's abdominal wall. If the piece of plastic had fallen into the pt's abdominal cavity this would have resulted in an open laparotomy procedure. The plastic was removed from the abdominal wall and the device has been quarantined at the hospital. No pt injury was reported. Current pt's status is fine.